Manufacturer narrative:
Complaint device not yet received for evaluation. When the instrument in question is received it will be completely evaluated. The results of the evaluation will be the subject of a follow up report.

Event description:
Our rep reports that during a shoulder repair, the mitek expressew suture passer was not catching or picking up the suture properly. The surgeon chose to go from arthroscopic to full open to complete the repair successfully without further incident or harm to the patient.